Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was brought to the operating room (or) after chest reopening in the intensive care unit (ICU) for pericardial tamponade. In the ICU, the mediastinal cavity was full of red blood. The patient's hemodynamics improved after evacuation. At the arrival in the operating room, the patient was stable with epinephrine and milrinone infusion. There was a small amount of red blood in the mediastinal cavity which was washed out with warm saline. A careful exploration of the mediastinal cavity was performed and no major source of active bleeding was discovered. The patient's chest tube was washed out as it was completely occluded with old clots. Another mediastinal wash-out was performed with warm saline and vancomycin. All rough surfaces were packed with nu-knit. A bridge between the sternal edges and vacuum dressing was applied with low suction. The dose of epinephrine was reduced and normal flow and pump parameters were reached. A transesophageal echocardiogram (tee) was performed. The patient tolerated the procedure without incident and was transferred to the ICU in stable condition. It was additionally reported that the patient's delayed chest closure was completed on (B)(6) 2020. Several hours later, the patient returned for cardiac tamponade. A computed tomography (CT) scan revealed clotting. The clotting reportedly compromised the patient's left ventricle and required reoperation. The chest remained open post evacuation of clots. Thrombocytopenia was noted, with the patient's platelet count dropping status post tamponade. The patient's thrombocytopenia reportedly resolved without sequelae on (B)(6) 2020, and the patient's bleeding resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding and cardiac tamponade, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists bleeding, pericardial fluid collection, and cardiac tamponade as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 29oct2020. No further information was provided. The manufacturer is closing the file on this event.